Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 49-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 7 months after insertion of essure. The patient was hospitalized for 3 days. The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallpian tubes') and perforation ('or perforation of other organs') in a 49-year-old female patient who had essure (batch no. A06329) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was hospitalized for 3 days. The patient was treated with surgery (laproscopic-assisted vaginal hysterectomy and right oophorectomy to remove the essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown, the abdominal pain, pelvic pain, back pain, depression and stress had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-may-2021: lawyer provided essure lot number:a06329. Essure insertion date was changed to 10-dec-2012. Adverse event were specified (previously only medical device removal was reported). Essure removal by laproscopic-assisted vaginal hysterectomy and right oophorectomy a batch number has been received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallpian tubes') and perforation ('or perforation of other organs') in a 49-year-old female patient who had essure (batch no. A06329) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was hospitalized for 3 days. The patient was treated with surgery (laproscopic-assisted vaginal hysterectomy and right oophorectomy to remove the essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Lot number: a06329 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. A batch number has been received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 7 months after insertion of essure. The patient was hospitalized for 3 days. The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallpian tubes") and perforation ("or perforation of other organs") in a 49 year-old female patient who had essure inserted (lot no. A06329). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy with essure"). The patient had a medical history of irregular periods, ovarian cyst, glucosuria, iron deficiency anemia, heavy periods, pelvic pain female, spotting vaginal, parity 2 and gravida ii. Previously administered products included: depo provera. The only concomitant product mentioned was marvelon (desogestrel; ethinylestradiol). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), uterine polyp ("some fragments possibly reporesenting portion of endometrial polyps"), pregnancy with contraceptive device ("unintended pregnancy with essure"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was hospitalised for 3 days, 3 days, 3 days and again for 3 days (dates unknown). The patient was treated with surgery (laproscopic-assisted vaginal hysterectomy and right oophorectomy to remove the essure devices and ). At the time of the report, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, uterine polyp, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation, uterine polyp and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: surgical pathology report: left ovary - left ovary and fallopian tube. Right fallopian tube - right fallopian tube. Uterine cervix - cervical polyp. Endometrium - endometrial polyp. Endometrial curettings - endometrial curettings. Clinical history/pre-op diag. Polypectomy. Menorrhagia. Iron deficiency anemia. Pap smear and endometrium biopsy were normal comment- examination of the fallopian tubes did not reveal essure contraceptive devices. Most of the cross sections show patent lumen with the exception of the most proximal aspect of the tubes. Diagnosis: ovary of fallopian tube, left (salpingo -oophorectomy). Ovary- corpus luteum cyst, follicular cyst, negative for malignancy. Fallopian tube- proximal cross section shpwing obliterated lumen. Fallopian tube, right (salpingectomy). Distorted proximal cross section. Cervix polyp (excision)- inflamed cervical polyp, negative for malignancy. Endometrial polyp and curettings (polypectomy and curettage. Abdundant proliferative endometrium with features of prolonged unopposed estrogen (delayed ovulatory cycle). Some fragments possibly reporesenting portion of endometrial polyps. Negative for atypical hyperplasia/malignancsurgical pathology report: left ovary - left ovary and fallopian tube. Right fallopian tube - right fallopian tube. Uterine cervix - cervical polyp. Endometrium - endometrial polyp. Endometrial curettings - endometrial curettings. Clinical history/pre-op diag. Polypectomy. Menorrhagia. Iron deficiency anemia. Pap smear and endometrium biopsy were normal comment- examination of the fallopian tubes did not reveal essure contraceptive devices. Most of the cross sections show patent lumen with the exception of the most proximal aspect of the tubes. Diagnosis: ovary of fallopian tube, left (salpingo -oophorectomy); ovary- corpus luteum cyst, follicular cyst, negative for malignancy; fallopian tube- proximal cross section shpwing obliterated lumen; fallopian tube, right (salpingectomy). Distorted proximal cross section; cervix polyp (excision)- inflamed cervical polyp, negative for malignancy; endometrial polyp and curettings (polypectomy and curettage; abdundant proliferative endometrium with features of prolonged unopposed estrogen (delayed ovulatory cycle); some fragments possibly reporesenting portion of endometrial polyps; negative for atypical hyperplasia/malignanc; on (B)(6) 2020: uterus - uterus,cervix, right ovary. Clinical history/pre-op diagpelvic pain, recurrent ovarian cysts, dermoid ovarian cyst, had fallopian tubes removed at time of endometrioid ablation. Had contraceptive coils inserted several years ago, no coils found in tubes in 2019. Diagnosis cervix: without significant abnormality, negative for dysplasia. Uterus: features of prior ablation, contraceptive coils present in cornua. Right ovary: mature cystic teratoma. [Pregnancy test urine] on (B)(6) 2012: negative. [Ultrasound scan] on (B)(6) 2019: showed a right dermoid cyst and thickened endometrial lining. Endometrial biopsy showed a benign endometrial polyp. Her pap smear was negative. Doctor started her on provera. Patient¿s periods ar still heavy and repeat us revealed a lining of 1.9cm (even thicker) with cystic areas and a 3 cm right dermoid cyst. She also has a 2.9 cm septated cyst in her left ovary; on (B)(6) 2020: there are 2 metallic curvilinear densities in the pelvis measuring up to 1.7 cm in length. These are presumably the coils. Surgical clips are seen in the inguinal regions bilaterally. Lot number: a06329. Manufacturing date: 2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Event uterine polyp and device ineffective wereadded. Surgical pathology report added. Lab data, medical history added. Patient & reporter information updated. A batch number has been received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallpian tubes") and perforation ("or perforation of other organs") in a 49 year-old female patient who had essure inserted (lot no. A06329). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy with essure"). The patient had a medical history of irregular periods, ovarian cyst, glucosuria, iron deficiency anemia, heavy periods, pelvic pain female, spotting vaginal, parity 2 and gravida ii. Previously administered products included: depo provera. The only concomitant product mentioned was marvelon (desogestrel;ethinylestradiol). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), uterine polyp ("some fragments possibly reporesenting portion of endometrial polyps"), pregnancy with contraceptive device ("unintended pregnancy with essure"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was hospitalised for 3 days, 3 days, 3 days and again for 3 days (dates unknown). The patient was treated with surgery (laproscopic-assisted vaginal hysterectomy and right oophorectomy to remove the essure devices and ). At the time of the report, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, uterine polyp, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation, uterine polyp and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: surgical pathology report a. Left ovary - left ovary and fallopian tube b. Right fallopian tube - right fallopian tube c. Uterine cervix - cervical polyp d. Endometrium - endometrial polyp e. Endometrial curettings - endometrial curettings clinical history/pre-op diag. Polypectomy. Menorrhagia. Iron deficiency anemia. Pap smear and endometrium biopsy were normal comment- examination of the fallopian tubes did not reveal essure contraceptive devices. Most of the cross sections show patent lumen with the exception of the most proximal aspect of the tubes. Diagnosis: a. Ovary of fallopian tube, left (salpingo -oophorectomy) - ovary- corpus luteum cyst, follicular cyst, negative for malignancy - fallopian tube- proximal cross section shpwing obliterated lumen b. Fallopian tube, right (salpingectomy). Distorted proximal cross section c. Cervix polyp (excision)- inflamed cervical polyp, negative for malignancy d. Endometrial polyp and curettings (polypectomy and curettage - abdundant proliferative endometrium with features of prolonged unopposed estrogen (delayed ovulatory cycle) - some fragments possibly reporesenting portion of endometrial polyps - negative for atypical hyperplasia / malignancsurgical pathology report a. Left ovary - left ovary and fallopian tube b. Right fallopian tube - right fallopian tube c. Uterine cervix - cervical polyp d. Endometrium - endometrial polyp e. Endometrial curettings - endometrial curettings clinical history/pre-op diag. Polypectomy. Menorrhagia. Iron deficiency anemia. Pap smear and endometrium biopsy were normal comment- examination of the fallopian tubes did not reveal essure contraceptive devices. Most of the cross sections show patent lumen with the exception of the most proximal aspect of the tubes. Diagnosis: a. Ovary of fallopian tube, left (salpingo -oophorectomy) - ovary- corpus luteum cyst, follicular cyst, negative for malignancy - fallopian tube- proximal cross section shpwing obliterated lumen b. Fallopian tube, right (salpingectomy). Distorted proximal cross section c. Cervix polyp (excision)- inflamed cervical polyp, negative for malignancy d. Endometrial polyp and curettings (polypectomy and curettage - abdundant proliferative endometrium with features of prolonged unopposed estrogen (delayed ovulatory cycle) - some fragments possibly reporesenting portion of endometrial polyps - negative for atypical hyperplasia / malignanc; on (B)(6) 2020: uterus - uterus,cervix, right ovary clinical history/pre-op diagpelvic pain, recurrent ovarian cysts, dermoid ovarian cyst, had fallopian tubes removed at time of endometrioid ablation. Had contraceptive coils inserted several years ago, no coils found in tubes in 2019. Diagnosis cervix -- without significant abnormality, negative for dysplasia uterus -- features of prior ablation, contraceptive coils present in cornua right ovary -- mature cystic teratoma [pregnancy test urine] on (B)(6) 2012: negative [ultrasound scan] on (B)(6) 2019: showed a right dermoid cyst and thickened endometrial lining. Endometrial biopsy showed a benign endometrial polyp. Her pap smear was negative. Doctor started her on provera. Patient¿s periods ar still heavy and repeat us revealed a lining of 1.9cm (even thicker) with cystic areas and a 3 cm right dermoid cyst. She also has a 2.9 cm septated cyst in her left ovary; on (B)(6) 2020: there are 2 metallic curvilinear densities in the pelvis measuring up to 1.7 cm in length. These are presumably the coils. Surgical clips are seen in the inguinal regions bilaterally. Lot number: a06329 manufacture date: 2012-08 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-oct-2023: quality safety evaluation of ptc. Amendment: imdrf codes updated. A batch number has been received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.